Manufacturer narrative:
(B)(4).

Event description:
It was reported that for an interventional procedure to the moderately calcified, right coronary artery, the 3.5 x 20 mm nc trek balloon dilating catheter was removed from the packaging. It was noticed that the shaft was separated into 2 pieces and never entered the patient. Another like catheter was used, and a 3.5 x 23 mm xience v rx would not cross the lesion. Another like device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned nc trek dilatation catheter noted blood visible on the balloon and shaft and in the guide wire lumen and contrast on the shaft, which is consistent with preparation and handling. The balloon was tightly folded. The hypotube had separated 36.3 cm distal to the strain relief tubing, confirming the reported separation. The fracture faces were oval shaped as if kinked prior to separation. There was a kink and multiple bends noted to the hypotube. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. In this case, although it was reported the hypotube was noted to be separated out of the package, return analysis noted blood and contrast visible on the device, which suggests the nc trek was at least prepared for use. Therefore it is likely that the hypotube was inadvertently handled during preparation, resulting in the hypotube kinking. Further manipulation would have contributed to the separation. A search of the lot history record indicated no non conforming material reports for the lot and a search of the complaint database indicated no other incidents. There is no indication of a lot specific product quality deficiency. All dilatation catheters are visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.